Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the patient¿s initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual found that could have caused or contributed to the reported event. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.